Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from damaged electrode belt.

Event description:
While evaluating belt sn (B)(4) for an unrelated issue, a reportable problem was found. The belt failed a functional ECG fall-off test.